Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently delivered a 10 unit bolus. Reportedly, the customer had accidentally entered 10 units of insulin to be delivered instead of 10 grams of carbohydrates for bolus calculation. The customer's blood glucose (bg) level subsequently decreased to 43 mg/dl. A third party provided assistance by administering a glucagon shot to address the customer's low bg. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.